Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a drawer failure. A field service engineer reseated the connections and wires and tested in hardware test application, medications were too high, and confirmed the voltage was good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawer 2.2 was failed and displayed ¿please close drawer¿ while the drawer was already closed. The customer reported that the malfunction caused a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this incident.